Manufacturer narrative:
Lumenis representatives investigated the reported event contacting the user facility to obtain further information regarding the patient and the lot number of the fiber. No information regarding the patient was provided. The lot number of the subject device was not provided and the device was confirmed to have been disposed. Lumenis is unable to confirm that the subject device is a lumenis-manufactured product. Absent subject device lumenis is unable to examine the device or to determine a cause. Device disposed by user facility.

Event description:
It was reported that ¿during [the] procedure [the] distal end of this device was detached and fragment of glass fiber was remained in renal pelvis or renal calix. The physician attempted to remove fragment but failed due to its small size. The patient is required further transurethral ureterolithotripsy, therefore, the physician decided to perform removal of fragment in next procedure.¿ the fiber was reportedly disposed.

Manufacturer narrative:
Lumenis (B)(4) representatives investigated the reported event contacting the physician directly to obtain further information about the incident that is the subject of this MDR. The physician reported that the patient is a (B)(6) female. The physician stated that they noted the fiber tip was transected during f-tul procedure during the first surgery (B)(6) 2013. The surgeon stated they were unable to grasp the fiber fragment during the procedure due to its small size (1-2mm). The physician stated that the patient was discharged from the hospital on (B)(6) 2013. The patient returned for a second procedure unrelated to the fiber break on (B)(6) 2013 where the physician visualized the fiber tip and again attempted to grasp the fiber with forceps. The physician was again unable to grasp the fiber with forceps. The physician stated that they would expect the fiber tip to be naturally evacuated by the patient. The patient was discharged from the hospital on (B)(6) 2013. The physician stated that there was no health hazard to the patient. Based on the statement by the physician that the patient sustained no serious injury as a result of the fiber break lumenis (B)(4) concluded that the event did not meet the reportability requirements in (B)(6). The subject device was reportedly disposed therefore lumenis is unable to perform an examination of the fiber to determine a cause. Device disposed by user facility.